Event description:
It was initially reported by the nurse that the patient's generator was explanted as the patient died due to sudep on (B)(6) 2010. The nurse wanted to return the device for analysis. No additional information was provided. Good faith attempts to obtain additional information has been unsuccessful till date.